Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified: air/water tube and cylinder had white foreign objects, and the scope cover was dirty. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that, during set up, the gastrointestinal videoscope encountered error b30 (scope communication error). There were no reports of patient harm.